Event description:
A (B)(6) female peritoneal dialysis pt, whose pmh was unable to be obtained, has reported to her pd rn that, during the first exchange on (B)(6) 2011, fluid was leaking from a small hole in the catheter extension set tubing. The pt did not notice the leak until near the completion of the fill stage of her treatment. The pt sampled the line and did not complete the treatment that night. Within 24 hours, the pt presented to the pd rn with s&s of peritonitis. The pt was treated daily with ip ceftazadime 1 gram for 3 weeks and fluconazole 100mg daily for 2 weeks. The peritonitis has since resolved and the pt continues with pd therapy.

Manufacturer narrative:
(B)(6).